Event description:
Patient called lfs in 2004 and alleged that her meter was reading inaccurately erratic. The patient reported obtaining a result of 27 mg/dl before calling lfs. She stated that she then opened a new bottle of test strips and tested while on the phone with lfs customer services; the result was 86 mg/dl. She stated that she had previously made an appointment with her physician for advice regarding the low readings. She was experiencing symptoms of dizziness, drowsiness, and a headache. Her blood sugar was tested while at the physician's and the result was 57 mg/dl. The patient was given juice and the patient's medications were adjusted. The test strips were in good condition, the codes matched, and the techniques for applying the blood to the test strip and for clearing the puncture site were correct. The patient did not have any control solution. A check strip test was performed, which passed. Based on the information provided, there is evidence of meter malfunction, the results of 27 and 86 mg/dl performed within 20 minutes falls outside of the 20% specifications. There is no evidence of the meter contributing to a serious injury; the meter read low and the result was confirmed when the patient tested on the physician's meter. A new bottle of control solution is being replaced for the patient.